Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. Inflation was performed three times at 6 atmospheres. However, during the third inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Returned product consisted of a maverick 2mr balloon catheter. The device was visually and microscopically examined. There were numerous bends and kinks to the hypotube of the device. There was contrast and blood present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded, and the tip of the device was damaged. The device was soaked for a period of time to break up the contrast and blood in the device. The device was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 24mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick 2 balloon catheter was advanced for dilatation. Inflation was performed three times at 6 atmospheres. However, during the third inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported and the patient condition was good.